Manufacturer narrative:
Correction: after further review the file is revised to non-reportable malfunction.

Event description:
It was reported there were broken pole clamp screws. No additional information. No patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported there were broken pole clamp screws. No additional information. No patient involvement.